Event description:
This patient in 1976 had a bilateral breast augmentation. The patient developed fatigue eight to nine years ago with only about 30% of her energy level at this time. She also developed nightsweats the past two years. She has also had stabbing pain in her breast. The patient also developed arthralgias of the left elbow and shoulder as well as myalgias of the knee area, calves and shoulder blades. The patient had numbness and tingling in all of the fingertips and short term memory lossdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: unanticipated. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.